Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: catheter; product ID 8575, lot# j0212458r, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
It was reported that the system was explanted due to an infection. The drug in the pump was baclofen.